Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the white suture of the acl tightrope® rt, was broken off, and returned only half of the length. The button was not returned for investigation. Functional testing was not performed due to the damage to the device. Per dfu-0147-eo - tightrope devices. G. Precautions: 1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause of this failure is user error due to excessive force applied during suture tensioning and/or the device coming in contact with another device during use.

Event description:
On 11th dec 2025, it was reported by an arthrex's employee via an email that for 2 unit of ar-1588rt, acl tightrope® rt, both units of the suture broke when retrieving. This was detected during an autologous tendon reconstruction of anterior cruciate ligament through knee arthroscopy surgery on (B)(6) 2025. The procedure was completed successfully by using another new one. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.